Event description:
The gamma target device broke. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, kiel germany indicate that the complaint was not verified. The returned device is acceptable and functions as intended by design.